Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was unknown. Customer states before she went to bed last night she put a new battery in her insulin pump . Customer states when she woke up she wasn't feeling well so she gave herself a manual injection because she felt like her blood glucose readings were high. Customer states her insulin pump lost power during the night so she called medtronic this morning and she was able to get the insulin pump to turn back on again but now it's alarming replace battery again. The customer stated that the internal power source in the insulin pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.